Event description:
It was reported that pump displayed malfunction alarm malf 0 with no notable events occurred prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, received pump reset instructions, successfully reset pump without recurrence of malfunction, and was advised to continue using pump and call back if any malfunction code recurred, which customer acknowledged and understood.